Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis manifested as cloudy effluent and stomach pain. On an unreported date (same month), the pt was hospitalized for the peritonitis and another indication. The cause of peritonitis was a break in aseptic technique (not further described). The pt received treatment for the peritonitis with cefazolin (intraperitoneally (ip), 15 mg/kg, daily) and ceftazidime (ip, 1 gram, daily) from the date of onset and continuing for eight days. At the end of this treatment, the pt received vancomycin (ip, loading dose of 2 grams, 1 time). On an unreported date, the pt was discharged from the hospital. Twelve days after initial onset of the peritonitis, the pt was re-admitted to the hospital for dizziness. The next day, the pt again started treatment with vancomycin (ip, 1.5 gram, once in every 5 days) for peritonitis. Three days after being admitted, the pt was discharged from the hospital. Treatment with vancomycin was ongoing for eighteen days and then was discontinued. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.